Event description:
Consultant reported patient 15 months status post right distal tibia fracture returned to surgeon complaining of leg pain when running. Surgeon returned patient to the operating room on (B)(6) 2013, and removed 1 plate and 8 screws. All hardware was intact, and patient was fused. Surgery was completed successfully. This complaint is on a 3.5mm locking screw. This is 6 of 9 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Alternative patient identifier: (B)(6).